Manufacturer narrative:
Technical assistance center (tac) support engineer provided the lightsource (clv-190) lamp_replacement and clv-190_instruction manual to the customer biomed as it was confirmed that the device hours counter showed over 500 hours and needs to be replaced. In a follow communication , tac noted that lamp replacement did not correct the issue. It was noted that " when set to auto lamp would not turn off and when set to manual lamp would not turn on". The "lamp hour " counter could not be reset . Customer was sent to repair depot for further evaluation. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
It was reported that the device was stuck in standby mode. There was no patient harm , no user injury reported due to this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device, a definitive root cause of the lamp not lighting up when set to manual could not be identified. Olympus will continue to monitor field performance for this device.